Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). Patient identifier: (B)(6).

Event description:
It was reported that the abutment was loosened.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the reported device was returned for investigation. The reported device was not returned for investigation. Therefore, visual inspection could not be performed and the investigation will be of the available information of the DHR, design files and risk management files. Functional testing could not be performed due to the nature of the device and reported event. Complainant reported that the abutment was loosened. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. A lot specific complaint history review is not conducted for patient specific product (psp) complaints. Patient specific products have a unique one time use lot number. Therefore, a lot specific history search for this complaint is not performed. The following sections have been updated: d4: unique identifier (UDI) number not applicable d4: expiration date not applicable h4: device manufacture date h6: evaluation codes h10: additional narrative